Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 16-jan-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2.00mm x 3.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was observed inside the introducer. No other damages were observed. Microscopic inspection was performed. The embolic coil was observed still attached to the resistance heating (rh) coil. The distal outer sheath had not been softened. An indication that the detachment process had not been initiated. Some residues of dried blood were found on the coil. The electrical resistance of the galaxy g3 device was measured with a multimeter. It measured 54.4 ohms (o), this is within the specification range of 48.5 o ¿ 56.0 o. The device was connected to a lab sample detachment control box (dcb), and to a lab sample enpower control cable. The power was turned on. The system ready light illuminated. When the detach button was pressed, a beep sound was heard. The coil was successfully detached from the unit. The issue documented in the complaint that the coil failed to detach could not be confirmed. The returned device met the electrical specification. Additionally, no product defect was identified; there may have been other circumstances or issues that occurred during the use of the device that could not be replicated in the lab setting. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, failure to detach is a potential issue that can occur during the coil detachment due to a detachment cycle not being initiated as a result of the dpu wire detachment zone/extended coil being positioned beyond the microcatheter tip, which can result in reported failure. A review of manufacturing documentation associated with this lot (30889348) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30889348) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the microcatheter (unspecified competitor brand) was in place and the coil, a 2.00mm x 3.00cm galaxy g3 mini (glm920030 / 30889348) was delivered to the target site. The coil filled in the aneurysm and when the physician tried to detach the coil, the coil was unable to detach. The physician inspected the indicator light of the detachment box and the control cable and observed all were in good condition. The physician pressed the detachment button and tried to detach the coil again, but the coil still did not detach. The physician retracted the coil and switched to the second coil, a 1.00mm x 1.00cm galaxy g3 mini (glm910010 / 30889336) to continue the procedure, but the second coil encountered the same issue and failed to detach. The physician retracted this second coil and replaced it to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 25-dec-2024, additional information was received. The information indicated that the target vessel of the procedure / location of the target aneurysm was the middle cerebral artery (mca). Per the information, the coils were not stretched when they were removed. Both coils were still attached to their respective delivery systems when they were removed. A pre-deployment check had been performed. The fault light was not seen during the procedure. Upon pressing the power button, all the lights illuminated. During the detachment cycle, the detachment light illuminated, and the audible signal bee was heard. The information indicated that the coils were replaced with 2.00mm x 3.00cm galaxy g3 mini (glm920030) and 1.00mm x 1.00cm galaxy g3 mini (glm910010). The information confirmed no negative patient impact and no delay in the procedure.